Event description:
A male patient contacted lifecor customer support to report that he was receiving check belt messages. The stated that he had adjusted everything. He also reported that he tried changing the garment and applying lotion, but was still receiving alarms. A download revealed a lot of front fall-off and an automatic event from earlier in the evening looked like artifact. Support sent a patient services representative (psr) to the patient to replace the electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The electrode belt was found to have broken wires in the cable from ECG c to ECG d. There was a short within the cable. These broken wires caused the "adjust belt" messages. The root cause of the broken wires appears to be misuse. The electrode belt looked to have been snagged on something forcibly removing the wires from the strain relief. The electrode belt was repaired, retested and restocked. The electrode belt cable was fixed. No adverse event resulted from the electrode belt cable. The patient received a replacement electrode belt.